Manufacturer narrative:
Product complaint # (B)(4). Investigation summary today the employee used a corail hip stem and had an issue with the size 12 broach. It appears that the neck trials would not fit down on the broach please see photos of the problem parts and corail set. Please can we replace this broach and ensure it is not re issued. The calcar plane was also reported to be blunt. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection found the de post with deep circular scratches and worn down. The observed condition was consistent as an end of life indicator; damage consistent with repeated use and servicing. A dimensional inspection was not performed since it was not applicable to the complaint condition. Functional test was performed with the returned mating component and they were not able to assemble correctly. The observed damage can be attributed to the inability to assemble. The overall complaint was confirmed as the observed condition of the [broach corail amt 12] would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0108) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the neck trials would not fit down on the broach.the calcar plane was also reported to be blunt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary today the employee used a corail hip stem and had an issue with the size 12 broach. It appears that the neck trials would not fit down on the broach please see photos attached of the problem parts and corail set. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received. A. What was the exact allegation against the device? Was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? -neck would not seat flush on the broach b. Was there a surgical delay? If yes, what is the duration of the delay? -yes, estimated 10-15miniuts c. Was there any adverse consequences that affected the patient because of the reported event? -none reported d. Was there any allegation against the neck trials? -no as the neck trial fitted on other broaches.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot), h4, h6 health effect - impact code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.